Manufacturer narrative:
The two received (one used, one unused) cartridges were visually, leak and glide force tested. Cartridges passed the visual test and the leakage test at different positions of the plunger rod. The glide force measured is in accordance with product specifications. Product not returned.

Event description:
On (B)(6) 2013 pt reported she was recently released from the hospital because of elevated blood glucose levels that were caused form a bent infusion set cannula. Pt stated she work up this morning with frequent urination and a dry mouth, but didn't think anything of it. Pt reported she later checked her blood glucose level and received a result of hi. Pt stated she took a 10.0 unit bolus and one hour later, her blood glucose level was 585 mg/dl. Pt reported she went to the emergency room but was not admitted to the hospital. Pt stated she received insulin injections and an insulin IV at the emergency room. Pt reported she was not able to self-treat. Pt stated she left the emergency room her blood glucose level was still elevated. Pt reported she ate after leaving the emergency room and her last blood glucose result after eating was 364 mg/dl. Pt stated the doctor advised her to wait a few hours before she can bolus again. Pt's normal blood glucose range is 160-180 mg/dl. Pt reported she removed her infusion headset at the ER and the cannula was completely kinked but she never received an occlusion alarm. Pt stated there was not wetness at the infusion site and she inserts the infusion sets by hand. Pt reported the infusion device is only 3 weeks old. Pt stated she had moved her infusion site farther to the side of her body and it was harder to insert and hurt a little bit when she inserted it. Pt reported she thinks the bent cannula was caused due to the infusion site she chose. Pt has discarded the bent infusion headset. Requested return of the blood glucose monitor's strips for evaluation.